Manufacturer narrative:
The insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba x. Pump error alarm due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was unknown. There was replace battery now alarm in the alarm history. The customer was calling back after previously completing low battery troubleshoot within 1 week. The customer was advised that the insulin pump will need to be replaced and customer refer to back up plan. The product will be returned for analysis.